Manufacturer narrative:
(B)(4). The device is not expected to be returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter kinked when trying to retract the catheter back into the needle which is causing replacement of a new needle and catheter combination. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the stimulating needle and epidural catheter with no relevant findings. The IFU for this product, b-02060-106a rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "do not advance catheter more than 5 cm. Do not force catheter if resistance is encountered. Extreme care must be taken to never adjust position of needle while catheter tip is still advanced beyond tip of needle. If resistance is encountered when retracting catheter into needle, remove needle and catheter as a unit from patient and repeat procedure. Forcefully pulling back on catheter may result in catheter breakage." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the stimulating needle and epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty advancing the catheter through the needle could not be determined based upon the information provided and without a sample.

Event description:
The catheter kinked when trying to retract the catheter back into the needle which is causing replacement of a new needle and catheter combination. The patient's condition was reported as fine.